Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2013, 4 xience prime stents were successfully implanted in the distal left main (lm), proximal left anterior descending (plad) and proximal left circumflex (pcx) coronary arteries. On (B)(6) 2014, the patient experienced angina. On (B)(6) 2014, a stress echocardiogram was positive and the patient was referred for angiography. On (B)(6) 2014, the patient came in for an angiogram and per angiogram, the stent implanted in the ostial cx was severely re-stenosed. Drug eluting balloon angioplasty was performed, resolving the event. There was no additional information provided.